Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusions), h11. Corrected field: d4 (UDI). A getinge field service engineer (fse) reported that a pim replacement is necessary to resolve this. Replaced the faulty pneumatic module assy and tested individually and as part of an all manifold test, both passed. Unit ready for use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.